Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced shortness of breath coincident with automated peritoneal dialysis (apd) therapy. The cause of the event was reported as an unrelated medical condition; however, this could not be medically confirmed, therefore the cause of the event was assessed as unknown. On the same day as the event onset, the patient was hospitalized for shortness of breath. The patient was treated with bactrim ds (dose, route, frequency, and duration not reported) for the event. Apd therapy remained ongoing. Fourteen days after the event onset, the patient was discharged from the hospital. At the time of this report, the patient is recovering and remains on antibiotic therapy. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore a device analysis could not be performed. The service history revealed no repetitive failures, no workmanship or process issues, and no similar complaints related to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.